Event description:
New information received on (B)(6) 2018 indicated that patient presented in clinic on (B)(6) 2018 and programming changes were made.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the insertable cardiac monitor exhibited false pause episodes due to undersensing. Programming changes were discussed. No intervention was performed.